Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Complaint was not confirmed. The spliced suture construct involved in the complainant event was not returned for evaluation therefore the complainant's event could not be verified. Device history record review revealed nothing relevant to this event. The typical cause of this type of event is not allowing the trailing suture to remain free and unobstructed during implant insertion or the user not following the deployment sequence as stated in the surgical technique guides. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
During the procedure the surgeon attempted using two ar-4500 meniscal cinches, lot 10032824((B)(4)) and lot 10031317 ((B)(4)). With each device the second implant would not deploy properly all the way through the meniscus. The surgeon was able to remove the second implants for each by pulling them out with the sutures. Surgeon was able to lift the meniscus with a probe and retrieved both first implants with a grasper. A third ar-4500, lot 10031317, was used to complete the case. Surgeon also did an inside out procedure for one more repair stitch. No implants were left un-retrieved.